Event description:
The customer reported that syringe module was not recognizing the 60 ml bd syringe installed. The device that came down from the clinical units where the syringe was not recognizing syringes when installed. There was no patient involvement, occurred during set up . It was reported per biomed that only tested bd 60ml syringes. There was no report of patient involvement the module was taken to biomed for testing, biomed attempted to calibrate the device however they were unable to have the syringe recognize the fixture. It was reported "when installing the fixture and releasing the knob to close the claw, the claw would completely close around the fixture, the knob does not return to the closed position completely, if it is closed manually the devices will recognize the syringe fixture."

Manufacturer narrative:
The customer¿s complaint that a syringe module was not recognizing a bd 60ml syringe was confirmed and replicated during the investigation. The customer¿s report that the gripper control knob did not return to the closed position was also confirmed and replicated. During testing of the customer¿s returned device the gripper control was found to be not returning to the closed position. This issue also prevented the syringe module from recognizing syringes due to the gripper control knob not being in the closed position. When the gripper control knob was manually turned to the closed position the returned syringe module successfully recognized bd syringes ranging from as small as a bd 3ml syringe to a bd 60ml syringe. The plunger position accuracy task within asm v10.33 was also performed, however the verification task was halted due to the gripper control knob not fully closing. The gripper control knob was manually turned to the closed position and the verification task completed successfully with no issues noted. The investigation found that the device was properly assembled with no issues observed. The torsion spring was also measured and found to be in specification with no issues observed. The torsion spring functions to return the gripper control knob back to the closed position when it is released. Repair by a bd service technician was not able to sufficiently correct the issue with the gripper control knob after replacing two new actuator knob assemblies. Bending the end of the torsion spring to reduce the spring play, and increase the return force, can correct the gripper control issue. This issue was escalated to bd mechanical engineering for further investigation. Inspection: external and internal inspection was performed. There were not obvious issues observed during external inspection, the device was found to be in good condition. Internal inspection was also performed and found the device to be properly assembled with no issues observed. Log analysis results: the customer¿s returned syringe module event and error logs were analyzed for last usage to assist in the evaluation of the complaint, no pcu logs were returned by the customer. The user selected a monoject 12ml syringe which contained a volume of 2.785ml. The infusion was started at a rate of 2ml/hr with a vtbi of 1ml. The syringe module error logs were also reviewed and no errors or malfunctions were observed. Test results: functional testing was performed on the syringe module¿s capability in detecting syringe sizes from 3ml to 60ml syringes. The syringe module successfully detected all syringes tested when the gripper control knob was fully closed. A bd 50/60ml syringe was loaded into the customer¿s returned device according to the alaris system user manual v9.33 syringe loading instructions. The gripper control knob was found to not properly return to the closed position as required. In this condition the syringe module would not detect a loaded syringe. The plunger position accuracy task within asm v10.33 was performed, however the verification task was halted due to the gripper control knob not fully closing. The gripper control knob was manually turned to the closed position and the verification task completed successfully with no issues noted. The drive head was opened to access and measure the torsion spring. The spring was measured with digital calipers and was found to be in specification with no issues observed. The actuator knob assembly was replaced with new components twice by a bd service technician. After each replacement the gripper control knob still did not have sufficient spring force to return to the closed position as expected. For test purposes the end of the torsion spring was bent slightly to provide a better fit within the lower drive head. The actuator knob assembly was reinstalled into the syringe module drive head and the functionality of the gripper control knob was retested. With the slight bend in the torsion spring the gripper control knob now returned to the closed position when it was slowly released. Device history review: review of the syringe service history showed the device had a manufacture date of 05march2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s complaint that a syringe module was not recognizing a bd 60ml syringe was confirmed and replicated during the investigation. The customer¿s report that the gripper control knob did not return to the closed position was also confirmed and replicated. During testing of the customer¿s returned device the gripper control was found to be not returning to the closed position. This issue also prevented the syringe module from recognizing syringes due to the gripper control knob not being in the closed position. When the gripper control knob was manually turned to the closed position the returned syringe module successfully recognized bd syringes ranging from as small as a bd 3ml syringe to a bd 60ml syringe. The plunger position accuracy task within asm v10.33 was also performed, however the verification task was halted due to the gripper control knob not fully closing. The gripper control knob was manually turned to the closed position and the verification task completed successfully with no issues noted. The investigation found that the device was properly assembled with no issues observed. The torsion spring was also measured and found to be in specification with no issues observed. The torsion spring functions to return the gripper control knob back to the closed position when it is released. Repair by a bd service technician was not able to sufficiently correct the issue with the gripper control knob after replacing two new actuator knob assemblies. Bending the end of the torsion spring to reduce the spring play, and increase the return force, can correct the gripper control issue. This issue was escalated to bd mechanical engineering for further investigation. Inspection: external and internal inspection was performed. There were not obvious issues observed during external inspection, the device was found to be in good condition. Internal inspection was also performed and found the device to be properly assembled with no issues observed. Log analysis results: the customer¿s returned syringe module event and error logs were analyzed for last usage to assist in the evaluation of the complaint, no pcu logs were returned by the customer. The user selected a monoject 12ml syringe which contained a volume of 2.785ml. The infusion was started at a rate of 2ml/hr with a vtbi of 1ml. The syringe module error logs were also reviewed and no errors or malfunctions were observed. Test results: functional testing was performed on the syringe module¿s capability in detecting syringe sizes from 3ml to 60ml syringes. The syringe module successfully detected all syringes tested when the gripper control knob was fully closed. A bd 50/60ml syringe was loaded into the customer¿s returned device according to the alaris system user manual v9.33 syringe loading instructions. The gripper control knob was found to not properly return to the closed position as required. In this condition the syringe module would not detect a loaded syringe. The plunger position accuracy task within asm v10.33 was performed, however the verification task was halted due to the gripper control knob not fully closing. The gripper control knob was manually turned to the closed position and the verification task completed successfully with no issues noted. The drive head was opened to access and measure the torsion spring. The spring was measured with digital calipers and was found to be in specification with no issues observed. The actuator knob assembly was replaced with new components twice by a bd service technician. After each replacement the gripper control knob still did not have sufficient spring force to return to the closed position as expected. For test purposes the end of the torsion spring was bent slightly to provide a better fit within the lower drive head. The actuator knob assembly was reinstalled into the syringe module drive head and the functionality of the gripper control knob was retested. With the slight bend in the torsion spring the gripper control knob now returned to the closed position when it was slowly released. Device history review: review of the syringe service history showed the device had a manufacture date of 05march2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that syringe module was not recognizing the 60 ml bd syringe installed. The device that came down from the clinical units where the syringe was not recognizing syringes when installed. There was no patient involvement, occurred during set up . It was reported per biomed that only tested bd 60ml syringes. There was no report of patient involvement the module was taken to biomed for testing, biomed attempted to calibrate the device however they were unable to have the syringe recognize the fixture. It was reported "when installing the fixture and releasing the knob to close the claw, the claw would completely close around the fixture, the knob does not return to the closed position completely, if it is closed manually the devices will recognize the syringe fixture."